Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: the plastic housing was found to be fractured approximately 20mm from the tip. Four smaller separate plastic fragments likely from the rear end of the plastic housing were also received. The jamming of four clips was noted inside the plastic housing. The slider sheet, which is responsible for picking up the clips and pushing them forward into the jaw part of the challenger shaft was found to be no longer located inside the plastic housing. Strong deformation could be noted. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above-mentioned investigation results, a definitive root cause could not be established. There is no indication for a material-, manufacturing- or design-related failure. According to the applicable instruction for use (IFU) (ta009188 2022-06 change no. Ae0061781) in order to avoid a clip jam, the loading process must not be interrupted. - clip applier malfunction due to interrupted loading process! -to prevent a clip jam, do not interrupt the loading process. - in the event of a clip jam, end the loading process immediately and replace the cassette. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: d9 - product return. H6 - codes updated. This is a preliminary investigation, without product receipt or evaluation. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample at this time, a definite root cause cannot be determined. Once the complaint sample has been evaluated, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pl572t - ligature clip 12 mag.= (B)(4). According to the complaint description, the clip forceps was loaded. It did not, however, fire normally but fell into the patient's chest cavity. All pieces were removed. A temporary chest tube was inserted as a precaution. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).